Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: the patient hospitalized on (B)(6) 2013 for urinary tract infection and pneumonia and treated with vancomycin. She continued to use the pump while in hospital. On (B)(6) 2013, the patient's blood glucose (bg)was 19-20mg/dl in morning with symptoms of lethargy and confusion. Patient was taken off pump then and has remained on injections since then. Patient was discharged on (B)(6) 2013, bg at time of discharge unknown. Upon review of pump, customer support (cs) noted that a battery changed occured on (B)(6) 2013. Reporter (B)(6) confirmed with patient that time/date needed to be updated with that change; patient could not specify what time/date reset to. After (B)(6) 2013 in pump, time/date continued on with (B)(6) 2007, patient is unsure when this happened. Pump's time/date was correct again around (B)(6) 2013, the day of discharge for patient. Daughter states that patient was on insulin via syringe only, still had pump in her possession, but not connected. Patient currently on alternate method of insulin delivery. This complaint is being reported as the patient experienced hypoglycemia and because it is unknown if the pump contributed to the issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/04/2014 with the following findings: pump time and date was set; pump exercised for 24 hours. The battery was removed. Pump left without power for 6 hours; when pump powered on it had returned to default time and date. Pump opened and the internal battery found to be leaking. Black box shows instances of time and date resetting to default following a power on reset: 9:32pm (B)(6) 2013; time was not reprogrammed. At 5:13am (B)(6) 2007; time manually set to 10:07pm (B)(6) 2013 and at 10:37pm (B)(6) 2013 time was manually set to 9:56am (B)(6) 2013. A manual time change occurs on (B)(6) 2013 from 12:28am to 2:35pm. Daily insulin delivery totals appear inconsistent due to time/date issue. Pump passed flow accuracy test and found to be delivering within required specifications. Unrelated to this complaint, the display is dim; letters have a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.